Manufacturer narrative:
Follow up information received indicated that the serial number provided in the initial report was of the intraocular lens that was implanted on (B)(6) 2012.

Manufacturer narrative:
(B)(6). Clarification: it was reported that za9003 serial number (B)(4) was implanted on (B)(6) 2013. However, it was stated that the sticker label inside the outer box was serial number (B)(4). Serial number (B)(4) was implanted in another patient on (B)(6) 2012. The lenses involved are both model za9003 intraocular lenses and are the same diopter of 21.5. Both lenses remain implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that upon opening a box of an intraocular lens, the serial number on the pouch was not the same as the serial number on the box. The two serial numbers of the intraocular lenses involved are the same diopter power and model. The reporter noted that one of the lenses was implanted in a patient on (B)(6) 2012. No patient injury was reported.

Manufacturer narrative:
The review of the documentation presented in the manufacturing records for both serial numbers, shows the following results: no discrepancy related to quantity was found in all manufacturing operations presented in the production order. No deviation or non-conformances (ncr) due to ¿packaging / labeling issues¿ were generated. In reviewing the manufacturing records, the event does not support any potential mixup at the manufacturing facility. The two reported serial numbers/lenses were manufactured on separate days and with separate production orders; they were not in the manufacturing/packaging area at the same time. A review of sales order data does show that both of the intraocular lenses were at the customer site for consignment sale.